Event description:
Pt with biventricular ICD for heart failure. Pacemaker dependent. Had pm placed in 2004, upgraded to biv ICD in 2006. Received medtronic fidelis lead. Transtelephonic monitoring of lead in 2008, demonstrated normal device function. Four days later, after removing a sweater over his head, he fell to the ground and suffered a cardiac arrest. Emts reported episodes of asystole. Subsequent device interrogation demonstrated findings consistent with rv lead fracture -high impedance, failure to pace-. The pt was resuscitated, paced via his lv lead, and intubated. He subsequently was extubated and under went surgical lead revision. Intra-operative testing demonstrated; 1-fracture of the distal electrode - high -impedance, failure to pace-, with intact proximal electrode, rv coil, and svc coil, 2-a visible fracture on fluoroscopy just medial to the rv lead anchoring sleeve.